Manufacturer narrative:
(B)(4). Evaluated 1 open/used reservoir and transfer guard. Performed pre-fill reservoir test per (B)(4). Found no occluded anomaly during filling.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not fill reservoir with air. The customer¿s blood glucose was unknown at the time of the incident. Customer was unable to fill reservoir. When she kept trying to fill insulin it was pushing in more air and it would not fill up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.